Event description:
It was initially reported that the patient was to have the vns device explanted for an unknown reason. Further follow up found that the patient wanted the device explanted because it was uncomfortable in her chest. The patient's device was disabled at a prior date. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was explanted. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted devices were received by the manufacturer and underwent product analysis. Although the allegations of pain and generator migration are outside the scope of product analysis, proper device function was verified. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The generator output was monitored for 24 hours and no variation in the output current was seen. No issues were found with the explanted generator. No issues were noted with the returned lead portion. Since the majority of the lead, including the electrodes, was not returned, analysis and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected information: (B)(4).

Event description:
Additional information was received from the physician that the patient feels like the device moves in her chest. The physician did not provide an assessment for what caused it just that the patient wanted the device removed.